Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead dislodged one day after implant, resulting in undersensing, loss of capture, and high pacing thresholds. A revision procedure was performed and this lead was repositioned. No additional adverse patient effects were reported.